Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information was not provided. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, the root cause of this event could not be determined.

Event description:
It was reported that the optic cracked during the injection phase of the implant procedure. The iol was removed and replaced with another iol of unknown model and diopter. The incision was enlarged to remove the broken iol. Additional information was requested but not received.